Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) result generated by the unicel dxc 600 pro synchron chemistry analyzer. The sample was rerun on the same unit and an alternate unit. The erroneous result, which failed delta check, was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc was within lab established ranges pre and post the event. Service was initiated to review of instrument performance and on (B)(4) 2010; service reviewed the instrument, which passed within specifications.